Manufacturer narrative:
It was reported that while the nurse, along with two other staff members, were laterally transferring a patient (weight not reported) using the inflatable glide sheet, the sheet did not inflate properly. This resulted in additional force for the staff to move patient. Reportedly, the following week, the nurse had another incident wherein while using the inflatable glide sheet to laterally transfer a patient, additional force was required to move patient. Despite good faith efforts to obtain additional information, no further patient, product, procedural or event details are available. The nurse developed back strain and reportedly remains requiring medical care and physical therapy at this time. Due to the reported back strain which required physical therapy, this medwatch is being filed. A sample has not been received for evaluation. A root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the glide sheet did not inflate properly requiring additional force for the staff to move patient. A nurse reportedly developed back strain, which required physical therapy.